Manufacturer narrative:
Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that there was no complaint on the device for high pacing threshold. The device was explanted due to normal eri.

Event description:
It was reported that the device was explanted and replaced due to a high pacing threshold.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.